Event description:
Caller said they have a boston scientific scs device that caused an artifact on an EKG reading. Caller also said they have "bladder installations " and they have interstitial cystis but they still have urgency, frequency and bladder spasms after the installations. Caller was prospective (B)(6) patient that already has a boston scientific scs device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).